Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt has had bacterial infections, vaginal odor. Continued and worsening incontinence, frequent urination, increased frequency of nighttime urination and occasional pain when sitting. Pt has also experienced on-going urinary retention and voiding difficulties. It is painful and embarrassing for the pt to have sexual intercourse because of the odor and pain. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specs and co is unable to determine the specific relationship of the device to the event.